Event description:
Scub tech. Reported that the vapr had "faulted" due to the surgeon getting the electrode close to the scope. After resetting vapr, surgeon noticed cracked electrode. He retrieved "plastic" (ceramic) piece that had broken off. Reported no pt injury as a result of this situation.